Manufacturer narrative:
(B)(6). Device evaluated by manufacturer: the device was returned for analysis. A pusher wire, coil , introducer sheath and microcatheter were returned for this complaint. One section of the coil returned outside the microcatheter. The microcatheter was found damaged (stretched and detached). The coil and pusher wire were stuck inside the microcatheter. It was necessary to cut the microcatheter in order to release the coil and pusher wire. The pusher wire and main coil were found stretched and the interlocking arm from the main coil was detached. No more damages were found in the device. Microscopic inspection was performed on pusher wire and main coil. The zap tip had a smooth surface. The interlocking arm was inspected and no anomalies was noted. However, the interlocking arm was found detached for the main coil. Dimensional inspection of main coil was within specification. However, there were fiber bundles missing. The fiber loss was due to the coil stretching.

Event description:
Reportable based on device analysis completed on 25mar2020. It was reported that the hub of the microcatheter snapped. A 4mm x 15cm interlock was selected for use. During preparation, a direxion 021 microcatheter for a type ii endo leak was inserted, upon deployment of the interlock 018, it was noted that the nitinol sleeve snapped off. The coil and microcatheter were retrieved out from the patient's body without injury. The procedure was completed with a different device. No patient complications were reported and the patient was stable. However, device analysis revealed that fiber bundles are missing.